Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had an issue with the stylus calibration. The programmer is expected to be returned for service. There was no patient involvement.